Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to no sensor value and was unable to start new sensor. The customer reported blood glucose value of 20.3 mmol/l. The customer reported hyperglycemia treated with pump and bg meter. The event involved product(s) mmt-1885. Troubleshooting was performed for high blood glucose and the customer has been using the insulin pump system within 48 hours of reported event and customer was not using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. Mmt-1885 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly after battery installation. The pump passed functional testing, including displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, dat and self-test. Successfully downloaded history files and traces using thump software. In further full review of the pump history on the event date of 03-mar-2026 found daily total of bolus insulin delivered to be 11.15 units. Daily total of all insulin delivered: (42.375 u) the pump was cut open to perform visual inspection and no evidence of moisture damage on the electronic assembly or motor noted during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay and cracked retainer. In summary, customer alleged device malfunction not confirmed. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.